Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It ws reported that post op of a cholecystectomy procedure, the pt cannot sit up straight or have anything pressing on her abdomen. She has all over body pain and right sided edema. Pt is also having hot flashes and gets weird bumps all over that take a long time to heal. She has also had to have a complete hysterectomy and the doctor said she was full of brown goo. She told the doctor going in that she had metal allergies since she can only wear 14k gold or higher (it cannot be plated either it has to be solid). She had surgical staples that festered and had to be taken out after 2 days when she had her appendix out. She also had her belly button pieced with titanium and that festered and become infected after 2 days and had to be removed. The surgeon said she could not be allergic to titanium and used clips anyway after she had told him and the nurse about her metal allergies. Pt claims it has been 2 and 1/2 miserable years. She has had test after test, and all they can tell her so far is that she now has a hepatic hemangioma and a very slow emptying rate in her intestinal tract. She has had a endoscopy, colonoscopy, ercp, MRI, cat scan, x-rays, blood work and not much has shown up at all. The blood work showed anemia and low b-12 and low hemoglobin. Further follow up was conducted to obtain the information above. Two additional attempts have been made to gather additional information, but with no success.